Manufacturer narrative:
Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4) or baxter healthcare - (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of clearlink system continu-flo solution sets leaked. The leak was observed where the spike was inserted into the exactamix 1000 ml eva tpn bag. The unspecified solution was noted on the ¿outside of IV tubing near spike.¿ the leak was found at the end of the patient¿s infusion, which ended ¿hours earlier than ordered.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.